Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to high thresholds. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Furthermore, coagulated blood along the inner conductor coil was observed. These blood residuals were most likely introduced by means of stylets used during the explantation procedure. Further analysis of the lead did not reveal any other irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.